Manufacturer narrative:
After further review the reportability changed to malfunction. B1, h1, and h6 were updated. The death will be reported in mwr-24112025-0001979439.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. On review of alarm history, ¿placement signal unreliable¿ alarm noted. Rn stated no change in placement signal waveforms or impella flows/motor current. No change in pt condition at time of alarm. Happened after suction alarm. Dr. (B)(6) turned down flow from p-8 to p-6 and alarm resolved. Discussed that ps and motor/flows are independent of one another and reminded not to use ps as hemodynamic monitor. Staff verbalized understanding.